Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced "mereo", discomfort, and hypoglycemia. Customer was unable to self-treat and was treated with sugar by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to approved software and the reader was not recognized. Performed a visual inspection on the returned adc charging cable; no issue was observed and passed the the cable test. The reader was further investigated and de-cased and no issues were observed upon visual inspection. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. Performed a visual inspection on the returned reader and no abnormalities or damages were observed. The battery was measured to be outside of the specification range. A new unused battery was placed in the returned reader and applied pressure to microcontroller processor (mcp); observed returned reader to power on. Therefore, this issue is confirmed due to poor soldering of the mcp. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (serial number) was updated from (B)(6) to (B)(6) based on returned product. Section d4 device mfg date updated based on the returned product download.

Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced "mereo", discomfort, and hypoglycemia. Customer was unable to self-treat and was treated with sugar by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.